Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was not received for investigation. The following investigation is based on the image provided. The image was reviewed, and the complaint condition could be confirmed. The image shows that the screw is broken into two parts, confirming the complaint description. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon visual inspection of the returned device, it was observed that the polyaxial screw was broken into two parts. No other issues were identified with the returned components of the device. A manufacturing related potential cause was not suspected, therefore, no manufacturing record evaluation is required. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Code 1994 used to capture pain in extremity. Part #: 1797-12640. Syn lot #: amjb16. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Device failure/defect identified? Yes. Dimensional inspection: the dimensional analysis was performed on the returned device. The major outer diameter of the polyaxial screw was measured to be within the specification based on the drawing. Document/specification review since the exact date of manufacture was not determined, the current revision of the drawings were reviewed expedium single innie 5.5 rod ti polyaxial screw expedium si polyaxial dual lead cancellous screw shank dia 6.0 mm complaint confirmed? Yes, the device received is broken. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the si polyaxl screw 6 x 40mm (p/n:(B)(4), lot #: amjb16). There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown spine screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reported complaint: it was reported that on (B)(6) 2018, a patient underwent an l4 to s1 transforaminal lumbar interbody fusion which resulted in significant improvement in chronic back pain as well as pain radiating into both legs, worse on the right than the left. However, in approximately (B)(6) of 2019, the patient presented recurrent right-sided leg pain and mechanical noises coming from his low back when bending; on (B)(6) 2019, loud squeaking noise in the back. Pain, tingling, and numbness were very severe and noise quite loud and distracting. X-rays of the lumbar spine have revealed a concern for fracture of a right-sided s1 screw. CT myelogram revealed once again a right-sided s1 fractured screw and adjacent level stenosis at l3-4. Removing the screw necessitated a secondary surgery. On (B)(6) 2019, the second surgery was performed. Procedure was completed successfully. Patient status is unknown. Concomitant devices: rod (part: unknown, lot: unknown, quantity: 1), locking caps (part: unknown, lot: unknown, quantity: 1). This report is for an unknown spine screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019, the patient reported continued improvement though he is still experiencing some discomfort in the back and intermittent discomfort across the right hip and groin region. He has persistence numbness across the lateral legs bilaterally. On (B)(6) 2019, with continued improvement and resolution of back pain, still with intermittent discomfort and numbness in the right lateral thigh, the patient will continue home exercise and strengthening program.